Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unspecified number of cfus of coagulase negative staphylococcus, micrococci, bacillus, and moraxella. The scope was retested and found an unspecified number of cfus of moraxella and microccoci. A final test was performed and found an unspecified number of cfus of coagulase negative staphylococcus, micrococci, and paracoccus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar. 15, 2024 sampling from: all channels colony forming units (cfus): 4 cfu bacterial identification: bacillaceae the cleaning disinfection and sterilization (cds) practices of the user were reviewed and there were no reported deviations from the instructions for use (IFU). The device was evaluated and it was noted there were areas inside the biopsy channel port and mount that had turned brown and may be corrosion but the spots could not be clearly identified and the possibility that it could hinder cleaning could not be denied. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.